Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was that they had been working with (B)(6) who was out of the office until next monday; pt stated that the stimulator was going off and on and off and on. Pt stated that the ins would turn on for awhile and then shut off. Pt noted that ever since the ins was put in they had been working on this issue. Pt stated that they had multiple issues with the device. Pt stated that for awhile the ins was coming on and was just like a shock wave and that it shot up their back and down their legs if they were lying on their left side where the ins was located or when they went to roll over. Pt stated that they had been adjusting and readjusting the ins, however now all of a sudden they would be sitting in a chair and the ins would turn on and stay on for like three minutes and then shut off. Pt stated that the ins would turn back on in like fifteen minutes and then shut back off in like three minutes. Pt stated that this started about two weeks ago. Pt stated that they had been trying to take the pain away since they were still having pain. Pt stated that within two days of having the trial device they were standing up straight and didn't have back pain. Pt stated that with the permanent ins they felt no relief and they weren't walking straight and they were not meeting any goals that they had wanted to. Pt stated that they were at the point where they were doing physical therapy to try and strengthen their back. Pt was using group c with programs 1-4.  Pt noted that their ins was currently on with the stimulation intensity at 1.0 on program 1. Patient services (pss) had the pt check to see if cycling was enabled/active; pt didn't have the option for cycling, so pss understood that cycling wasn't programmed. The patient was redirected to their hcp.